Event description:
Caller reported discrepant low troponin (tni) results on the triage cardiac panel when compared to the hospital lab analyzers. A (B)(6) male pt presented with shortness of breath (sob) and had acute respiratory failure for 3 days. Pt died on (B)(6) 2012, with final diagnosis of: respiratory failure; myocardial infarction; clostridium; urinary tract infection (uti); abdominal aortic aneurysm (aaa); chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested calibrator h (cal h) with retained devices from lot w51478 for observations of tni recovery. Conclusion: no discrepant or low bias in tni recovery was observed with any samples tested on device lot w51478. No device issues or error codes were observed. Product support could not replicate customer's complaint. Sample interferences cannot be ruled out. As of (B)(6) 2012, there have been 3 complaints against device lot w51478. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.